Event description:
A hospital reported that a memory lens implanted in the left of a patient has been explanted. Additional information received stated opacification diagnosed in 2008, with visual acuity left eye 3/10. The iol was explanted & replaced (date not provided) with visual acuity 8/10, no complications, and excellent prognosis.

Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before 2000, and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process.